Event description:
It was reported by service report that both head end side rails are stuck in the fully raised position and will not lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link too tight.